Manufacturer narrative:
Date sent to the FDA: 04/25/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Results: the actual returned device was evaluated. The breakage of the returned device was compared to a breakage of a control sample that was nicked, cut or punctured under control conditions. The break characteristic that occurred in the returned device is similar to those that occur with controlled samples that have been cut, slit or exposed to a sharp edge under controlled conditions. Conclusion: the evaluation indicted that the returned device might have come into contact with an object causing a surface nick, puncture or cut on the flute section of the drain.

Event description:
It was reported a patient underwent a urological procedure on (B)(6) 2011 and a drain was placed. On (B)(6) 2011, the patient pulled out the drain and the drain broke outside the body. There were no adverse consequences to the patient.